Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: materials analysis revealed a fracture mode of cleavage due to applied cantilever forces. Conclusion: the root cause is excessive applied cantilever forces during the reported surgery.

Event description:
It is reported that; further to event reported in (B)(4), sales rep, provided additional information on the revision performed by dr. (B)(6), implant surgeon: "on the right side at t12 and l1, the surgeon could not push the rod into the tulip with the persuader. The pins of the screws at t12 broke on one side (see the sterile pouch rated b). On the left side at t12, the blade broke, without breaking the stud of screw (see sterile pouch rated a). Use of screws with longer and larger diameter and extension of the assembly on two levels (t4 and t5). The surgeon still could not push the rod in the screw head in t12 and l1. As a result, change of screws in t12 and l1 with screws dia. 7.5 x 55mm. Lots of bone and cortical above and around the pedicle. The surgeon had to remove bone on the nut before removing it."

Event description:
It is reported that; further to event reported in (B)(6), sales rep, provided additional information on the revision performed by dr. (B)(6), implant surgeon: "on the right side at t12 and l1, the surgeon could not push the rod into the tulip with the persuader. The pins of the mantis screws at t12 broke on one side (see the sterile pouch rated b). On the left side at t12, the mantis blade broke, without breaking the stud of mantis screw (see sterile pouch rated a). Use of screws with longer and larger diameter and extension of the assembly on two levels (t4 and t5). The surgeon still could not push the rod in the screw head in t12 and l1. As a result, change of screws in t12 and l1 with es2 screws dia. 7.5 x 55mm. Lots of bone and cortical above and around the pedicle. The surgeon had to remove bone on the nut before removing it."